Event description:
Additional information was received. The cause of the issue was determined. It was confirmed that the patient let their ins discharge, causing it to turn off. On 12 march, the rep gave the patient another explanation on how to use the charger, the remote control and, above all, how to check that the therapy is working properly after charging. The issue has been resolved.

Manufacturer narrative:
H6: codes have been updated to reflect the new information. H11: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Yesterday, the rep saw a patient who told them that their ins stimulator turns off by itself without touching the remote control. The rep checked the logs and indeed there are several shutdowns without the patient restarting it. The rep thinks there may be incorrect use of the remote control. The rep reviewed with the patient how to check that everything is working properly and how to turn the stimulator back on. They asked technical services (ts) if they could see anything else in the data report. From the report, ts could see that the battery was discharged to a point to lose therapy twice, on (B)(6). The patient then recharged the battery on (B)(6). If the battery is discharged to a point to lose therapy, to restore the stimulation, the battery must recharge and stimulation turned on manually. To conclude, the battery turned off because it was left totally discharged. The ins was then recharged but turned on only on (B)(6). After the battery was discharged on (B)(6), then the stimulation was left off. Please recommend the patient to keep the ins always sufficiently charged. If the battery is left discharged to a point to lose therapy, the patient must recharge the ins and turn on the battery once sufficiently charged.

Event description:
It was reported that the patient says that the implant stops by itself, it has happened to her several times and the pain comes back. When noting possible factors that may have led to the issue, it was noted there was improper use of the remote control; the patient says she does not touch the remote control. Troubleshooting included "observation on the remote control of multiple stops without restarting the skate". The manufacturer representative (rep) reviewed use of the remote control with the patient and how to get it back on. The issue was not resolved at the time of report.

Manufacturer narrative:
G2. Foreign: ch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.